Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. No intervention had been reported. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.